Event description:
It was reported that the patient experienced new onset of pain following the placement of the trial lead. The patient had an early lead pull procedure, and the removed lead was discarded by the medical facility.